Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a premature battery depletion error and exhibited noise in secondary and alternate vectors. The presenting subcutaneous electrocardiogram (secg) revealed suboptimal r wave amplitude in those vectors. Imaging x rays revealed appropriate electrode position however revealed an acute bend near the device around the can. Technical services (ts) discussed this was a possible pocket fracture however no confirmation at this time. The field representative discussed with the physician to consider a new electrode at the time of device changeout. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a premature battery depletion error and exhibited noise in secondary and alternate vectors. The presenting subcutaneous electrocardiogram (secg) revealed suboptimal r wave amplitude in those vectors. Imaging x rays revealed appropriate electrode position however revealed an acute bend near the device around the can. Technical services (ts) discussed this was a possible pocket fracture however no confirmation at this time. The field representative discussed with the physician to consider a new electrode at the time of device changeout. At this time, the electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a premature battery depletion error and exhibited noise in secondary and alternate vectors. The presenting subcutaneous electrocardiogram (secg) revealed suboptimal r wave amplitude in those vectors. Imaging x rays revealed appropriate electrode position however revealed an acute bend near the device around the can. Technical services (ts) discussed this was a possible pocket fracture however no confirmation at this time. The field representative discussed with the physician to consider a new electrode at the time of device changeout. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
A supplemental report will be filed upon completion of analysis.

Manufacturer narrative:
Correction to bsc aware date from 01/05/2023 to 01/05/2024. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a premature battery depletion error and exhibited noise in secondary and alternate vectors. The presenting subcutaneous electrocardiogram (secg) revealed suboptimal r wave amplitude in those vectors. Imaging x rays revealed appropriate electrode position however revealed an acute bend near the device around the can. Technical services (ts) discussed this was a possible pocket fracture however no confirmation at this time. The field representative discussed with the physician to consider a new electrode at the time of device changeout. At this time, the electrode remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.